Event description:
Routine complaint investigation when a consumer reported receiving low readings. Through conversation with the customer, it was discovered they were using strips not compatible with their meter. Based on calibration codes, readings obtained using the mismatched product, when plotted on a clark error grid. Show the difference to be clincially significant. No death, serious injury or medical intervention was reported with the event.